Event description:
The customer reported an under infusion to a patient in pediatric care area. There was no report of harm.

Manufacturer narrative:
The customer¿s report of the pump module under infusion could not be investigated as no devices were provided for this investigation. No devices have been returned for investigation. No log files have been provided for review. The cause could not be confirmed.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided by customer.

Event description:
The customer reported an under infusion to a patient in pediatric care area. There was no report of harm.